Manufacturer narrative:
(B)(4).

Event description:
The pt had an implantable neurostimulator (ins) implanted. The ins was programmed around noon the next day. Then between 5-6 pm, the pt experienced withdrawal symptoms. The device system was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.